Event description:
A complaint was received via medwatch regarding the 104" (264 cm) appx 14.1 ml, 20 drop primary set w/3 clave¿, rotating luer, drop-in ext w/clave, in which it was reported that when using the device with medline secondary tubing dyndtb1540, the unit had a dozen secondary tubing break in proximal port of the main IV tubing causing significant problems when the secondary tubing is disconnected as it cannot be reconnected and the saline from the bag would rapidly leaks out. The event occurred during infusion. There was patient involvement.

Manufacturer narrative:
B3 - date of event - the date of event is unknown in september, and (B)(6) 2025 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.